Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 25 position on (B)(6) 2017. Three months after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
The implant fails to osseointegrate.